Event description:
Information was received indicating that this smiths medical cadd solis vip exhibited constant air-in-line alarm with a primed set. No adverse effects reported.

Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 06-oct-2021: the event occurred during bench test at the testing facility. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was duplicated. There was a constant air - in - line error alarm during investigation. Air detector sensor was defective and inoperable so it was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.